Event description:
It was reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: preliminary analysis revealed no output and no telemetry condition. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.